Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing skin lesions on his body. One lesion appeared about 5 cm about his device after a lead replacement that was performed several months ago. This lesion did not appear to be in direct correlation with the scar line or where the leads would sit beneath the skin. The physician did not feel that these lesions were related to the device or the leads. The physician is awaiting results from testing for infection and will see the patient in 4 weeks. No additional adverse patient effects were reported. Subsequently additional information was received that this device was explanted due to an infection post cancer treatment. It was also noted that antibiotics were administered. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
When additional information becomes available, this investigation will be updated.